Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd unknown leaked on july 2, while administering intravenous treatment to a patient, leakage was discovered at the venous catheter connection during drainage, rendering it unusable. A new venous catheter was immediately replaced.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history record (DHR) review was unable to be performed since no material, lot/batch number was provided. Retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information is available.